Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; although specific value was not provided. Reportedly, due to the bg, the customer lost consciousness and required medical assistance by an ambulance. Customer declined troubleshooting, therefore no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.